Manufacturer narrative:
Event occurred on an unknown date in 2016. (B)(6). The device was received and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the blue coil cap had separated from the housing and the housing was malformed. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lid of a small volume intermate was damaged and broken. There was no patient involvement. No additional information is available.